Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: video-assisted thoracoscopic surgery: lobectomy. According to the reporter: the stapler was fired and the blade would not move and the stapler could not be opened. The pulmonary artery was sutured on each side and the stapler was cut out with tissue loss. There was no unanticipated blood loss of more than 500cc, no tissue damage, no delay in surgical time over 30 minutes and no extension of the incision. No reinforcement material was used. To correct the problem another stapler was used.